Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the left ventricular lead had high thresholds, high impedance, and a possible fracture. The lead was capped and an epicardial lead was planned to be implanted. No patient complications have been reported as a result of this event.